Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned shoulder pack revealed that the unit passed visual inspection and functional testing; the shoulder pack strap was found intact with no signs of damage. As a result, the reported event could not be confirmed. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shower bag had a broken strap. The patient used the older bag. A shoulder pack was returned. No patient complications have been reported as a result of this event.